Event description:
When aspirating from sterile vial this syringe has leaked medication down the plunger onto the hand of the nurse on two separate occasions: these occurrences happened with two separate syringes with two different nurses drawing up medication. This leak is potentially dangerous to the nurse who may get a medication on her hands that she is allergic to, for instance, penicillin. This leak is dangerous as the sterility of the aspirated medication is compromised once the fluid leaks indicating the sterile compartment in the syringe is opened. This leak is dangerous as the correct dose could be compromised. The identifiers on the label are stamped: no harm to pt, leaking syringes thrown out - not used on pt.